Event description:
It was reported that a homechoice device experienced an unspecified alarm. There was no known patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The reported event was unknown; however, a system error 2265 was identified during a review of the event history log. The returned homechoice device received a returned instrument testing evaluation (rite). This evaluation included functional and electrical testing on the device. A visual inspection was performed with no issues noted and a simulated therapy was completed on the device. The sample analysis revealed no issues that could have caused or contributed to the reported problem. The cause of the event was undetermined. Should additional relevant information become available, a supplemental report will be submitted.